Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, there was "presence of a coiled residue in the trocar" observed prior to patient contact. The report noted a back-up device was used to complete the procedure. Any omitted information was not available at the time of this report.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had not been activated and two (2) stents were found. The trigger button motion was functioning as intended. The device was able to actuate all remaining positions. All remaining stents were deployed. The injector¿s frontal components were found bent. This finding may have occurred due to how the device was shipped back. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. The report of ¿coiled residue in the trocar¿ was not observed. As a result, a root cause of the reported issue was not conclusively identified. MFR# reference: (B)(4).